Event description:
It was reported that the battery is dead, but the unit has never been used.

Manufacturer narrative:
The device has not yet been received. A supplemental report shall be filed upon completion of the investigation, and all pertinent pt info is received.